Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Event description:
Customer reportedly received the following results, with two different meters, within 10 minutes: 234 mg/dl, 118 mg/dl (compact plus system 1) and 100 mg/dl (compact plus system 2). A different vial of strips was used for each meter. No adverse event reported. Test strips will not be returned; replacement was sent.